Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the implant feels like it was protruding and that the skin was stretching over it. They mentioned experiencing pain while sitting at their child's volleyball game recently and stated that they cannot comfortably sit with their legs back on a lawn chair or similar seating because of the implant sticking out. The patient also shared their concern about having a prosthetic leg and expressed worry about potentially falling on the implant and the possible consequences. Additionally, the patient noted that prior to the procedure, they asked their healthcare provider (hcp) whether, given their thin body frame, the implant would remain securely in place, and they were reassured that it would be fine. The patient was redirected to their hcp to further address the issue.